Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The pt had the catheter inserted on (B)(6) 2012. The dialysis catheter dropped out of her abdominal cavity on (B)(6) 2012 and the two cuffs were remained in the pt. The pt was hospitalized on (B)(6) 2012. Pt was given a second operation to change to another catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).